Event description:
It was reported that on the same day as the implant of this transcatheter bioprosthetic valve, complete heart block was noted. A permanent pacemaker will be implanted.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329 (lot: 0012399233); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on the same day as the implant of this transcatheter bioprosthetic valve, complete heart block was noted. A per manent pacemaker will be implanted. Additional information was received to report approximately one month following implant of the transcatheter valve, the patient died due to an unspecified pulmonary-related cause.

Manufacturer narrative:
Updated data: b2. Outcome attributed to adverse event. Date of death. B5. A second paragraph was added. H1. The original information indicated the event was a serious injury. Additional information indicates that the patient died. With the limited information, the event is now a reportable death. H6. Annex e code. Additional codes. Corrected data: d3. Manufacturer name and address d4. Full UDI #. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.